Event description:
Vincristine was hung. IV pump programmed to infuse 25ml of chemotherapy at 100ml/hour (15 minutes). After six minutes the pump alarmed air-in-line. The entire infusion was completed. 400ml/hour had infused. Pump sequestered and has not been examined yet.